Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose level event on (B)(6) 2017. The customer had a low blood glucose level of 51 mg/dl. The customer's current blood glucose level was 145 mg/dl. The customer treated with food and glucose tablets. The customer declined troubleshooting for the low blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
Follow up number 2 was submitted with analysis results that were for a different product. Here are the correct analysis results: the insulin pump passed the displacement, basic occlusion, prime, excessive no delivery and occlusion tests. No error alarms were noted during testing.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 buffered test solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor the sensor functioned properly. Cannot performed bbs test as the sensor is beyond its expiration date.